Event description:
A female pt was implanted on (B)(6) 2012, with a nail, helical blade and screw. Reportedly the surgeon did not ream the canal prior to nail placement. Pt experienced a blood clot and expired on (B)(6) 2012. This report is #3 of 3 for the same event.

Event description:
Surgeon reported case was hand insertion therefore reaming was not required. Surgeon reports the anesthesiologist fell asleep during the procedure. On (B)(6) 2012 an ultrasound showed no clots in the operative leg. Patient had a small clot in her opposite leg and an echocardiogram on (B)(6) 2012 revealed blood clots in the patients heart. Patient expired 4 days after implant due to coronary.

Manufacturer narrative:
Review of the mfg records revealed no complaint related anomalies.

Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4).